Manufacturer narrative:
H.6. Investigation: one physical sample and two photos were provided to our quality engineer for investigation. Through visual inspection, the stopper is noted to be disassembled from the plunger and a leakage between the stopper ribs is observed.. The sample product was disassembled for additional inspection, no damage or molding defect was identified that could have contributed to these failures. A device history review was performed for the reported lot 1903256, no deviations or non-conformances were identified during the manufacturing process that could have lead to the leakage or difficulty moving the plunger that was reported. One annotation was noted that could be related to the detached stopper. A failure was detected in the plunger feeder station during assembly. This failure could lead to improper alignment of the plunger/stopper to the barrel, resulting in the detached stopper as seen in the product reported. Once detected, the issue was corrected by our mechanical team. Ten retained samples of the lot 1903256 were used for additional testing. The product was visually inspected, no defects or damage was noted, and no leak was identified. Manufacturing records were reviewed, verifying all production and quality processes were carried out normally and product met specifications. Based on our investigation we cannot identify a root cause related to the manufacturing process for the leakage observed or the alleged difficulty moving the plunger. The disassembled stopper was determined to have occurred in relation to the malfunction identified during manufacturing. H3 other text : see h.10.

Event description:
It was reported that the plunger was difficult to move, the plunger and stopper were separated, and the medication leaked past seal with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, translated from french to english: several problems have occurred with syringes 60 ml pure pse: plunger very difficult to handle, uncoupled plunger and stopper, impossibility of making boluses, the drug preparation is housed between the two parts of the seal even passes the seal and is found at the piston.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult to move, the plunger and stopper were separated, and the medication leaked past seal with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: several problems have occurred with syringes 60 ml pure pse: plunger very difficult to handle. Uncoupled plunger and stopper . Impossibility of making boluses. The drug preparation is housed between the two parts of the seal even passes the seal and is found at the piston.